Event description:
A pt enrolled in study underwent post-arthroscopic to left knee in 10/2004. Date of final injection of test article to the left knee was 9/2004. (Hyalgan) or phosphate buffered saline): principal investigator received a call from subject's family member in 2004 reporting their family member was admitted to the hosp this am for 2 blood clots in left leg. Family member reported their pt started having mild cramping in the left calf sunday evening and thought it was muscle cramping. The cramping continued and worsened. Subject called primary care physician and was seen by him. He sent subject to hosp for doppler study flow. Doppler flow study revealed 2 blood clots in left leg. Subject was admitted for treatment of thrombus in left leg. Family member reported their pt was started on heparin and coumadin. Principal investigator went to hosp afternoon the same day to assess left knee post arthroscopy and reported left knee was healing nicely and was without redness, swelling or pain. Causality: principal investigator determined the causuality not related to test article. Hyalgan or phosphate buffered saline. Causailty related to sedentary position for 12 hours straight prior to arthroscopic and a potential complication of arthroscopic procedure. This is an initial report. A follow up report will be forthcoming when site attains the hospitalization summary.